Event description:
Account claims analyzer leaked and diluted six to eight pt specimens. One pt received an IV for two hrs based on the erroneous results. When investigated by the field service rep, no malfunction could be found.